Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 600 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and high pressure tests passed. Upon removing, the infusion set from his body, the customer found that the cannula was bent. It was reported that the insulin pump alarmed no delivery twice prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.